Event description:
Pt was admitted with chest pain, acute mi and cad. She underwent a cardiac catheterization and was found to have a 95% lesion in the proximal lad. The pt elected to have ptca and stenting. The stent was placed in the lad and while trying to dilate the diagonal, the balloon became stuck in the stent and was unable to be either advanced or removed. The pt. Then under went emergency CABG with stent and balloon removal.